Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported. It was reported that the device did not work for the first few months she had it, so she got sick of messing with it and stopped using it. It was indicated that the device would help once in a while. Patient stated the device did not control her bladder and she still had to deal with diapers. Two weeks later, patient further reported that she saw her healthcare provider a day prior to this call. Her patient programmer was working. Her therapy was not working as well as she would like it for her symptoms. Patient stated if she took oral medication for her symptoms with stimulation therapy, she would get more relief. Patient was told to leave therapy as it was and come back in 10 days. She had problems with bacteria in her intestinal tract so healthcare provider may need to flush out bacteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the implant was installed in 2012 but never worked, so in 2016 the patient removed the batteries and turned it off. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.